Manufacturer narrative:
Customer service sent the customer 21 mm flex fit breast shields and return of her original breast shields were requested for testing/analysis. On (B)(6) 2019, the customer made a follow up call to medela customer service to inform them that she identified that the source of her pain was a thrush infection, for which she had seen a doctor who prescribed her antibiotics. She additionally indicated that the pain issue was improved and she no longer wanted to return her original breast shields to medela for testing/analysis. In follow up with a complaint handler on (B)(6) 2019, the customer alleged that the thrush infection had started on (B)(6) 2019 and she had been pumping with the medela pump in style breast pump when she was diagnosed. She additionally confirmed that both the breast shield sizing and pain issues were now resolved and she appreciated all of the help and feedback that she had received from medela. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under ir13-0003 and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was using the 21 mm personal fit breast shields with her pump in style breast pump and too much areola was being pulled in, causing her pain.